Event description:
Caller asked about the patient's low right ventricular tip / right ventricular coil impedance alert at 190 ohms? See attached. Explained that the patient's right ventricular tip / right ventricular coil impedance is chronically low resulting in the nuisance low impedance alert slightly below the low impedance threshold of 200 ohms. Explained that they may want to consider turning off the rv pacing impedance out of range alert and relying on the right ventricular lead integrity alert to notify them of any potential future issues with the rvpace/sense lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).